Manufacturer narrative:
The field service engineer determined the ise block and valves were misadjusted. Valves were replaced and the ise bock was adjusted. The degassers were replaced. The customer ran controls and all results met specifications. The investigation determined the issue was resolved by the service actions. Component code - device subassembly = ise block.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The affected sample was repeated on a different analyzer and the repeat result was believed to be correct. Controls were run after the sample was initially tested and the na control recovered 10 mmol/l lower. Controls were within range for potassium and chloride. The sample initially resulted with an na value of 129 mmol/l, which repeated as 138 mmol/l. The na electrode lot number was x1959, with an expiration date of 10-nov-2020.